Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The initial reporter received questionable elecsys ferritin results from the cobas 8000 analyzer. The initial result was <0.5 ng/ml. The questionable result was reported outside the laboratory and was questioned by the patient. On (B)(6) 2019 the retest result was 53.39 ng/ml on another cobas 8000 analyzer. The reagent lot number was 390058. The expiration date was asked for but not provided.

Manufacturer narrative:
The alarm trace provided shows many abnormal aspiration alarms for the clinical chemistry analyzers and the e602. These alarms are caused by clots detected in the sample. The investigation determined the root cause was the pre-analytical handling of the sample.